Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4). Product type programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had 4 ¿episodes¿ on (B)(6). The patient reported therapy was for bowel control. The patient stated she was feeling stimulation on her left side closer to the rectum and that it hurt a little bit. The patient inquired if that meant it was too high. The patient stated they thought the patient programmer was not working properly. The patient stated she saw the patient programmer battery icon on the top of the row and she did not remember seeing that before. The patient stated she just changed the batteries. The patient synced with the patient programmer and it showed stimulation was on and she was on program 3 at 4.4 v. The patient stated she would keep stimulation where it was at and see if the episodes continued. The patient stated they saw the poor communication, but then later clarified and stated she was not. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.